Manufacturer narrative:
(B)(4). Date sent: 11/27/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Additional information was requested, and the following was obtained: what color reload was used on each firing? Two green and one blue. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during his sleeve gastrectomy he encountered stapler issues. He stated that during his 1st, 3rd and 4th firing he was in the middle of firing the stapler and it stopped. He lifted his finger off of the firing trigger and then pressed it again and the stapler continued with the rest of the firing. After the this happened for the 3rd time on the 4th firing he decided to flip the battery and the last two firings were fine. A new stapler was not opened and this one was used despite the issues for the entire case. The staple lines looked good and the patient has gone home with no complications. The stapler was not saved.